Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. Troubleshooting was not performed for high blood glucose. They also stated that the insulin pump was not working. The customer also stated that the insulin pump got an insulin flow blocked alarm. Troubleshooting was performed for insulin flow blocked alarm and noticed that the insulin exited. The insulin pump will not be returned for analysis.